Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation due to suspected bacterial contamination. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer chose to perform an internal water pathway replacement to repair the device. The device has undergone repair. Thus, returning it to specification and full functionality.

Event description:
A cardioquip (cq) customer contacted cq service via email and stated they suspected device contamination, they submitted pictures of the internal tubing of their device for cq review. Cq director of operations and epidemiologist suggested hpc testing to gain a quantitative assessment of the devices water quality. Hpc test results were received by cardioquip on (B)(6) 2022 that were outside of cq specifications for water quality, indicating device contamination.